Event description:
Customer called to report a drive tube leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a blood leak in the centrifuge chamber. Customer explained that the leak occurred while collecting the buffy coat at 1500ml whole blood processed. Customer states that the patient is stable but is not sure what the blood loss is and will discuss with the prescribing physician if the patient should receive a blood transfusion or not. Fluid balance -126ml, anticoagulant is heparin at 10:1 ratio using 10,000 units in a 500ml bag of 0.9% normal saline, anticoagulant = 284ml. Css calculated a total blood loss of 393ml (140ml bowl, 98ml treatment bag, 66ml return bag, 20ml collect tubing, 15ml return tubing, 2ml return pump segment, 25ml blood filter, 11ml drive tube, and 16ml pto). Css and customer estimated the red blood cell loss to be about 150ml. Service order was dispatched to service the instrument. Customer provided pictures for evaluation.

Manufacturer narrative:
Batch record review of lot b346 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted for lot b346 and no additional complaints for drive tube leak were reported to date for this lot. No trends detected. Service order (B)(4) completed: service engineer cleaned the cellex instrument and checked for broken parts. No broken parts were found. Performed the system checkout procedure and all tests passed. Instrument is operating per specification. A photo analysis was conducted for this complaint. The drive tube leak is consistent with the top (bowl end) bearing stop delamination. The kit failure was evaluated based on the photo provided by the customer since the part was not returned. The likely root cause of this failure is the delamination of the bowl end bearing stop caused by trapped gas during the molding of the bearing stop. Therakos (B)(4) has been opened to investigate further these type of failures. Complaints of this nature are monitored through tracking and trending. (B)(4).